Manufacturer narrative:
(B)(4):brief description of complaint: 10 minutes into use, the system stopped delivering energy on cut or coag. Analysis conclusion: the reported issue of the generator no longer delivering energy on cut or coag after a period of use. Although the generator produced output on all levels during incoming inspection, after the initial inspection, the output ceased. The tone was okay and there were no error messages, but there was no output. It was also identified that when output was present, the measured rf leakage was above the high limit (150 ma) during the rf leakage verification test on cut 6, cut 9, coag 3 and coag 6. A component failure on the rf pcb resulted in high rf leakage on cut 6, cut 9, coag 3 and coag 6, and subsequently, no power output. If information is provided in the future, a supplemental report will be issued.

Event description:
Failure found during analysis: it was identified that when output was present, the measured rf leakage was above the high limit (150 ma) during the rf leakage verification test. Failure found during analysis, therefore patient information is not applicable.